Event description:
It was reported that multiple cartridge alarms occurred. There was no reported adverse impact to the customer's blood glucose level. A system check was performed on pump and it was determined that the pump was functioning as intended. A new cartridge was loaded, and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.